Event description:
It was reported that prior to an unknown procedure, the 4-40 stud broke off while attaching to disposable. Another like device was used to complete the procedure. There was no pt consequence.